Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and magnetic evaluation of the returned device. Visual analysis of the returned sample revealed a hole and reddish material inside of the pebax in the thermocool® smart touch® sf bi-directional navigation catheter. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Even that no force issue was observed, it should be noted that for product force failure, the device instructions for use (IFU) contain the following information in the carto 3 system manual that should be considered: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The customer complaint regarding high force issue was unable to duplicate during the product investigation. However, the damaged pebax could be related to force issues. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that during the procedure ¿upon coming on ablation, we had extremely high force readings (over 50g). When we were not ablating, force readings were within normal range. We changed the cable to the catheter which did not rectify the issue, so we then changed to a new catheter which fixed the problem.¿ there was a 5 minute delay. There was no patient consequence. The customer¿s reported high force readings issue is not MDR reportable since the issue is highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 29-jun-2021, the bwi product analysis lab received the complaint device for evaluation. On 9-aug-2021, visual inspection of the returned device revealed a reddish material was found inside pebax along with a hole in the pebax was also found. This finding was assessed as an MDR reportable malfunction.